Event description:
Boston scientific crm received information that during a follow-up visit, this left ventricular (lv) lead was found to be not capturing. Xray analysis confirmed a lead dislodgement. During a revision procedure, this lv lead was surgically abandoned, and a new lead was successfully implanted. No adverse effects were reported.

Manufacturer narrative:
As the product was abandoned, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, or to the company at this time. If additional information becomes available, the report will be updated as necessary.